Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neuro stim ulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was not working after patient fell a while back. The hcp requested for MRI compatibility guidelines for a procedure due to a problem that was not related to the device or therapy. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the device was not working. Patient mentioned they turned it off but caller confirmed it was on when checking the ins. The patient had a fall that could have caused it. Caller indicated the ins was implanted in (B)(6). But since that time patient moved to the other side of state. Requested caller give the patient a number for patient services to obtain a new physician to get therapy restored. There were no further complications.